Event description:
The pt ((B)(6)) had an scs system which included a single retrograde scs quattrode lead. It was reported that stimulation had suddenly stopped several weeks ago (exact date unk). There were no falls or trauma reported. The physician elected to proceed with surgical intervention. High impedances were identified when the lead was disconnected from the ipg and reconnected to a trial cable. The quattrode lead was then replaced by an octrode lead using retrograde technique, which resolved the reported issue. Effective stimulation was achieved post-operatively. It was noted that there was a visible break in the lead wiring post-explant.

Manufacturer narrative:
Results - the complaint regarding lead broken/fractured was confirmed. As received, the lead was complete. Microscopic inspection of the returned lead revealed broken wires 20.5cm distal to the stimulation end. The broken wires were consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.